Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the 12v main battery trace on the computer/analog board was shorted to ground. The cause of the inability to power on was the shorted trace. The root cause of the shorted battery was unable to be positively identified. No adverse event resulted from the defective monitor. The pt was issued a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power on. The pt was issued a replacement monitor.